Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08669. It was reported that during the device replacement procedure, insulation breaches were observed on the right atrial (ra) and right ventricular (rv) leads. The leads were repaired during the procedure. The patient was stable.